Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # n56r7z. Device analysis: the analysis found that one ats45 device was returned with the closure trigger broken and in the opened position. In addition, an tr45w cartridge reload present. The reload was received unfired.  No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue or a hard object, resulting in the damage to the closure trigger handle.  Otherwise if a reload is not loaded, or is improperly loaded in the reload jaw, the anvil jaw will not close. If high resistance is felt when squeezing the closing trigger, check to ensure that the reload is present and the reload alignment tab is seated in the reload alignment notch. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
Handle of the device did break when grasping by hand for firing. Patient consequence: no.